Event description:
After atherectomy and balloon dilatation a perforation had occurred in the mid lad. The pk papyrus covered stent system was selected for treatment, but the stent failed to seal the whole perforation. The code status changed to dnr (do not resuscitate). The patient passed away the same day. The hospital stated that this a procedure-related complication and not device related. They have been unwilling to provide any further details.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections during which a 100 percent control of the stent cover is performed. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause for the reported potentially insufficient sealing of the perforation could be identified. The information provided in the pk papyrus device registration form stated that there was no device- but a procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.